Event description:
The customer's mother reported her daughter's blood glucose reached 300 mg/dl less than 24 hours after the pod was activated and she noticed that the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.